Manufacturer narrative:
(B)(4). It was reported that post implantation the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05459. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior and posterior repair; due to symptomatic pelvic relaxation with cystocele and rectocele. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent removal of mesh on (B)(6) 2012 due to erosion.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat symptomatic pelvic relaxation, cystocele, and rectocele. It was reported that following insertion the patient experienced pain, extrusion, recurrence, dyspareunia, and bowel problems. It was reported that patient underwent cystocele and rectocele repair on (B)(6) 2012. (B)(4)-undefined recurrence; dyspareunia; bowel problems.